Event description:
Pt reported going to the emergency room, in 2006, due to symptoms of elevated blood glucose. These symptoms included tiredness, thirst, and irritability. She indicated that, her blood glucose level was > 600 mg/dl. Pt stated that, she was given 1000 cc of saline and released. She indicated that, she also gave herself insulin injections and small boluses to address the issue. Pt stated that, the small boluses seemed to be delivered fine, but the large boluses did not. She reported that, she believed the issue was caused by the piston rod. Pt stated that, she had rec'd 04 (occlusion) alarms, but was able to clear the alarms. She reported that, she had spoken with a nurse and was told that her site rotation methods were not good and that she had developed concave areas which could have caused the occlusions and absorption issues. Product was not requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.